Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and a high blood glucose event. The customer¿s blood glucose was 250 mg/dl at the time of incident. Customer stated that the insulin pump buttons were hard to press. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer also reported a high blood glucose of in the 400 mg/dl and treated. Customer declined high blood glucose troubleshooting. Customer stated that she is in the process of getting a new insulin pump and she was out of supplies. Customer also mentioned that she used her last infusion set the morning prior to call. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Pump had unresponsive buttons at esc and act due to unlocked lcd keypad connector during visual inspection. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to unresponsive button. No button error alarm during testing. However, keypad flattened button dome switch was found on esc, act, up and down. Pump received with minor scratched lcd window, cracked belt clip slot and cracked reservoir tube lip.